Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("migraines"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, migraine, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details- essure with 4 coils noted outside the ostia most recent follow-up information incorporated above includes: on (B)(6)2019: medical records received- lot number were added. New reporters, patient information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: in tube, ultrasound performed - essure was out of place / migration of essure device location of device: incorrect part of fallopian tube'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis in 2010, pharyngitis in 2009, uti in 2009, buttock injury in 2009, multigravida, parity 3, headache and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection / infection (bladder / urinary tract / vaginal) - type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastritis ("gastrointestinal or digestive system condition - type: inflammation of stomach"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced hypertension ("high blood pressure / blood or heart disorder / condition - type: high blood pressure"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems - condition: anxiety") and depression ("psychological or psychiatric problems - condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("pain: left side around ovary"). The patient was treated with alprazolam, alprazolam (xanax), ciprofloxacin hydrochloride (cipro 1a pharma), diclofenac potassium (cambia), fluconazole, ibuprofen, phentermine, sumatriptan succinate (imitrex df), topiramate (topamax), topiramate (trokendi) and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache, hypertension, constipation and gastritis outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety, dyspareunia, menorrhagia, vaginal infection, depression, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement 130 lbs. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details- essure with 4 coils noted outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: result: on ultrasound right essure appear to be out of place. Ultrasound pelvis - on (B)(6) 2016: result: contraceptive device in the region of the fundus. Ultrasound scan vagina - on (B)(6) 2016: result: pelvic and perineal pain, leiomyoma of uterus unspecified. X-ray - on (B)(6) 2016: result: pelvic and perineal pain. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: in tube, ultrasound performed - essure was out of place"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, headache, body mass index normal, uti in 2009, buttock injury in 2009, pharyngitis in 2009 and cystitis in 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and adnexa uteri pain ("pain: left side around ovary") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, migraine, anxiety, dyspareunia, menorrhagia, vaginal infection, depression, headache, hypertension, nausea, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement 130 lbs. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details- essure with 4 coils noted outside the ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: result: on ultrasound right essure appear to be out of place. Ultrasound pelvis - on (B)(6) 2016: result: contraceptive device in the region of the fundus. Ultrasound scan vagina - on (B)(6) 2016: result: pelvic and perineal pain, leiomyoma of uterus unspecified. X-ray - on (B)(6) 2016: result: pelvic and perineal pain. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 22-jan-2019: pfs received : reporter information was added. Her demographics were added. Her historical and concurrent condition was added. Essure indication was amended. Per plaintiff fact sheet following events: malposition of essure device location of device: in tube, ultrasound performed - essure was out of place), abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, headaches, high blood pressure, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, abnormal bleeding (general) and pain: left side around ovary were added. She had recovered from ovarian pain. On 22-jan-2019: pfs received : reporter information was added. Her demographic was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: in tube, ultrasound performed - essure was out of place / migration of essure device location of device: incorrect part of fallopian tube"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, headache, body mass index normal, uti in 2009, buttock injury in 2009, pharyngitis in 2009 and cystitis in 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection / infection (bladder / urinary tract / vaginal) - type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastritis ("gastrointestinal or digestive system condition - type: inflammation of stomach"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced hypertension ("high blood pressure / blood or heart disorder / condition - type: high blood pressure"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems - condition: anxiety") and depression ("psychological or psychiatric problems - condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("pain: left side around ovary"). The patient was treated with alprazolam, alprazolam (xanax), ciprofloxacin hydrochloride (cipro 1a pharma), diclofenac potassium (cambia), fluconazole, ibuprofen, phentermine, sumatriptan succinate (imitrex df), topiramate (topamax), topiramate (trokendi) and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache, hypertension, constipation and gastritis outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety, dyspareunia, menorrhagia, vaginal infection, depression, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement 130 lbs. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details- essure with 4 coils noted outside the ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: result: on ultrasound right essure appear to be out of place. Ultrasound pelvis - on (B)(6) 2016: result: contraceptive device in the region of the fundus. Ultrasound scan vagina - on (B)(6) 2016: result: pelvic and perineal pain, leiomyoma of uterus unspecified. X-ray - on (B)(6) 2016: result: pelvic and perineal pain. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 7-feb-2019: plaintiff fact sheet received. Events added from pfs- gastrointestinal or digestive system condition type: constipation, inflammation of stomach. Outcome of event were updated. Aka name, onset date of event updated, treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: in tube, ultrasound performed - essure was out of place / migration of essure device location of device: incorrect part of fallopian tube') and pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis in 2010, pharyngitis in 2009, uti in 2009, buttock injury in 2009, multigravida, parity 3, headache and body mass index normal. On (B)(6)2014,, the patient had essure inserted. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection / infection (bladder / urinary tract / vaginal) - type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastritis ("gastrointestinal or digestive system condition - type: inflammation of stomach"). In september 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). In april 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In may 2016, the patient experienced hypertension ("high blood pressure / blood or heart disorder / condition - type: high blood pressure"). In august 2016, the patient experienced anxiety ("psychological or psychiatric problems - condition: anxiety") and depression ("psychological or psychiatric problems - condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("pain: left side around ovary"). The patient was treated with alprazolam, alprazolam (xanax), ciprofloxacin hydrochloride (cipro 1a pharma), diclofenac potassium (cambia), fluconazole, ibuprofen, phentermine, sumatriptan succinate (imitrex df), topiramate (topamax), topiramate (trokendi) and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on 8-nov-2016. At the time of the report, the device dislocation, migraine, headache, hypertension, constipation and gastritis outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety, dyspareunia, heavy menstrual bleeding, vaginal infection, depression, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement 130 lbs. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details- essure with 4 coils noted outside the ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on 25-may-2014: total bilateral occlusion; on 19-oct-2016: result: on ultrasound right essure appear to be out of place. Ultrasound pelvis - on 06-sep-2016: result: contraceptive device in the region of the fundus. Ultrasound scan vagina - on (B)(6) 2016: result: pelvic and perineal pain, leiomyoma of uterus unspecified. X-ray - on 17-oct-2016: result: pelvic and perineal pain. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received- new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: in tube, ultrasound performed - essure was out of place / migration of essure device location of device: incorrect part of fallopian tube') and pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis in 2010, pharyngitis in 2009, uti in 2009, buttock injury in 2009, multigravida, parity 3, headache and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection / infection (bladder / urinary tract / vaginal) - type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastritis ("gastrointestinal or digestive system condition - type: inflammation of stomach"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced hypertension ("high blood pressure / blood or heart disorder / condition - type: high blood pressure"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems - condition: anxiety") and depression ("psychological or psychiatric problems - condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("pain: left side around ovary"). The patient was treated with alprazolam, alprazolam (xanax), ciprofloxacin hydrochloride (cipro 1a pharma), diclofenac potassium (cambia), fluconazole, ibuprofen, phentermine, sumatriptan succinate (imitrex df), topiramate (topamax), topiramate (trokendi) and surgery (hysterectomy with bilateral salpingectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache, hypertension, constipation and gastritis outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety, dyspareunia, heavy menstrual bleeding, vaginal infection, depression, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement 130 lbs. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details- essure with 4 coils noted outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: result: on ultrasound right essure appear to be out of place. Ultrasound pelvis - on (B)(6) 2016: result: contraceptive device in the region of the fundus. Ultrasound scan vagina - on (B)(6) 2016: result: pelvic and perineal pain, leiomyoma of uterus unspecified. X-ray - on (B)(6) 2016: result: pelvic and perineal pain. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain." Lot number: b66019, manufacture date: 2013-08, and expiration date: 2016-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("migraines"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, migraine, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: in tube, ultrasound performed - essure was out of place / migration of essure device location of device: incorrect part of fallopian tube') and pelvic pain ('chronic pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis in 2010, pharyngitis in 2009, uti in 2009, buttock injury in 2009, multigravida, parity 3, headache and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection / infection (bladder / urinary tract / vaginal) - type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastritis ("gastrointestinal or digestive system condition - type: inflammation of stomach"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced hypertension ("high blood pressure / blood or heart disorder / condition - type: high blood pressure"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems - condition: anxiety") and depression ("psychological or psychiatric problems - condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("pain: left side around ovary"). The patient was treated with alprazolam, alprazolam (xanax), ciprofloxacin hydrochloride (cipro 1a pharma), diclofenac potassium (cambia), fluconazole, ibuprofen, phentermine, sumatriptan succinate (imitrex df), topiramate (topamax), topiramate (trokendi) and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache, hypertension, constipation and gastritis outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety, dyspareunia, heavy menstrual bleeding, vaginal infection, depression, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement (B)(6) lbs. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details- essure with 4 coils noted outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: result: on ultrasound right essure appear to be out of place. Ultrasound pelvis - on (B)(6) 2016: result: contraceptive device in the region of the fundus. Ultrasound scan vagina - on (B)(6) 2016: result: pelvic and perineal pain, leiomyoma of uterus unspecified. X-ray - on (B)(6) 2016: result: pelvic and perineal pain. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received- new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.